Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for less than 10 colony forming unit (cfu) of enterobacter cloaces and bacillus species and 10-100 colony forming unit (cfu) of klebsiella variicola on (B)(6) 2023. The scope tested positive for less than 10 colony forming unit (cfu) of enterobacter cloaces, pseudomonas aeruginosa and klebsiella pneumoniae on (B)(6) 2023. All channels were sampled. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report has been submitted to provide additional information from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, due to deformation of scope connector, water tightness lost, due to a chip on distal end cover, insulation resistance value at distal end did not meet the standard value, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to deformation of lock engagement lever, up/down knob could not be locked securely, adhesive on angle rubber chipped, connecting tube coating peeling, universal cord buckled, right/left knob deformed. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive twice for unexpected contamination. The issue was found during regular culture testing of the scope. Sampling was taken at reprocessing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the same bacteria were detected from the same sampling location in the first microorganism test and the additional test. Therefore, reprocessing may have been conducted insufficiently. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.